Manufacturer narrative:
The lead was returned severed (33 cm from the terminal pin) and only a proximal segment was returned. Our post market quality assurance laboratory could not confirm the dislodgement allegation. However, evidence and past experience suggests that lead dislodgement can be the result of unique patient physiology and/or implant technique.

Event description:
Boston scientific crm received information from an implant form that this right atrial (ra) lead was explanted due to lead dislodgement. The dislodgement occurred during an extraction of the right ventricular (rv) defibrillation lead and required additional surgical intervention to resolve. There were no adverse events reported.